Event description:
A pt reported experiencing inaccurate erratic results with an ot profile meter. The pt's blood glucose results were 140 and 198. Tests were done within 10 mins with a difference of 30%. Pt did not experience any adverse events. No further info has been reported.